Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
Customer's spouse reported via phone call that the customer has been hospitalized 9 times. It was stated that the customer was experiencing high blood glucose and vomiting but it was explained that it was caused by steroids medication the customer was taking. Blood glucose level had been up to the 400 mg/dl range. Spouse mentioned that one time the customer was in the hospital for a month, she had experienced vomiting for about 6 months and they found that the high blood glucose levels and vomiting was caused by the steroids. It was also mentioned that the customer experienced sensor glucose discrepancies as her blood glucose would go high but the sensors reading would not follow so they decided to stop using it. They declined to provide further information as the events were not related to the insulin pump.